Manufacturer narrative:
Covidien reference number: (B)(4). The service engineer verified the malfunction. The service engineer inspected the device and replaced the graphic user interface printed circuit board and updated the hardware on the backlight inverter printed circuit boards. The unit passed extended self-testing.

Event description:
The customer reported that an 840 ventilator had an erratic screen. The ventilator was not on a patient at the time of the event.